Manufacturer narrative:
Product #1 pi main [pi-2024-0122177-01]. An event of loss of pairing resulting in no clinical signs, symptoms or condition which caused no health consequences or impact to patient was reported. The status of application is not applicable and is not returned. Remote care technical support was contacted. Analysis of the information provided confirmed the event of loss of pairing. A device history record (DHR) review was not required per investigation procedure. The cause of the event was not determined. A correction was requested by the software engineering team to resolve the issue in the future.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator was in bluetooth telemetry lockout. The issue was resolved in clinic via reinterrogation. There were no patient consequences.